Manufacturer narrative:
(B)(4).

Event description:
Customer stated that they used 6 different 6mm spider fx with a 6f sheath in the right proximal common carotid artery. On one of the spider fx devices a kink was observed during the initial advancement which the resistance was severe and caused deployment difficulties. The catheter broke into 2 segments on the distal end from the monorail port. They used two different snares to remove the catheter segment. An investigation was performed and found that the reported event of the spider fx catheter breaking has been confirmed. The spider fx showed the green delivery catheter was broken and separated approximately 1cm distal the clear segment. The distal segment of the break was not returned. However, it should be noted according to the customer a snare device was used to retrieve the fractured end from the patient. The root cause of the catheter break has been identified as an elongation/ductile type fracture indicating the device met resistance while being withdrawn, which resulted in the catheter break. Contributing factors such as lesion morphology, vessel tortuosity, ancillary device interaction, and procedure technique could not be evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.